Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: observed, opening device in the radius side assessed as surgical damage. Wear abrasion observed on device. Creases observed on device. Stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV. The device has been explanted.

Event description:
Device has been explanted.